Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that they had another tubing issue."

Manufacturer narrative:
Investigation summary: a complaint of issues with tubing was received from the customer. Three samples were received for investigation. Through visual inspection, the customer complaint was confirmed. All three sets were separated at the bottom of the safety clamp. The first sample also had the white piece of the safety clamp broken off. No solvent was observed at the connection site on any of the returned samples. A device history record review for model 2426-0007 lot number 21079251 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the manufacturing site. The root cause was determined to be defective raw material.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged, but still operable. The following information was provided by the initial reporter: " it was reported that they had another tubing issue. "